Event description:
It was reported that the pump experienced a cartridge change error, and the issue was not caused by the blood glucose level exceeding 500 mg/dl. The cartridge o-ring was in place, but an o-ring was found on the pneumatic tap, which needed cleaning. Despite completing a new cartridge fill and following troubleshooting instructions, the customer was unable to successfully load the cartridge due to the removal of a piece from the push rod. As a result, the pump was scheduled to be replaced, and the caller would need to contact a healthcare provider for backup insulin therapy as none was currently available. Tandem technical support arranged for a replacement pump, providing instructions to the caller for storage and return of the faulty device, and confirmed the shipping details without requiring a delivery signature.